Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10: reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non health care professional reported that during surgery, the trailing haptic became stuck between the cartridge and the plunger, resulting in the haptic breaking. This led to damage of the lens by the injector. Additional information has been requested.